Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 21-jul-2016, an fse visited the customer to address the reported event. During servicing, fse found that the customer was getting intermittent errors throughout the day. Fse reseated the heater connections and tested 12v to I/o board and monitored the leds for heating and cooling. The temperature remained stable during the testing. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the heater connections.

Event description:
On (B)(6) 2016, a customer reported error 110 (temp unstable) with their g8 analyzer. The customer was unable to run a1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.